Event description:
Pt admitted with mitral valve endocarditis. A mitral valve replacement was doen in 2005. Colonoscopy prior to insertion of flexi-seal fms revealed "friable mucosal tissue, without ulcerations." Fms was inserted 7 days later to manage the diarrhea. As part of the work-up of the etiology of diarrhea, a CT of the abdomen was done 3 days later with the fms device in place. It showed thickening of the colon with diffuse circumferential sigmoid thickening. A similar appearance was previously seen on an abdominal CT 12 days ago. Fms removed 14 days later and a colonoscopy was done in follow-up of the CT. Found mucosal ulcerations in the rectum. Edematous, erythematous friable mucosa from 10-35cm, which were non-bleeding, were present. Fms was in place for a total of 5 days. Device was not re-inserted after the colonoscopy.